Event description:
It was reported that during central processing, the large hem-o-lok clip applier instrument was found to have misaligned tips. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The clip applier instrument was found with one grip bent, causing a .021" offset at the tips. As a result, the clip could not be properly loaded on the grips and took multiple attempts. Failure analysis (fa) found the primary failure of severely bent grip tips to be related to the customer reported complaint. The clip applier instrument was found with one grip bent, causing a .021" offset at the tips. As a result, the clip could not be properly loaded on the grips and took multiple attempts. Additional observation not reported by the site that is related to the customer reported complaint: the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips-clip test was performed and failed. It took multiple attempts to install the clip onto the grip tips. It also took multiple attempts for the clip to properly clip onto the tubing during in-house testing.